Event description:
The manufacturer received information alleging while performing the diagnostic testing for a trilogy evo device, the positive and negative flow verification tests had failed on the device. There was no patient involvement. There was no harm or injury reported. The customer placed a service call to the local philips help desk for this issue. A philips representative assisted the customer on this issue. The customer informed the philips representative that the tsi does not like the value that is being entered. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.